Event description:
The surgeon implanted a cc4204bf collamer plate lens but the urailing haptic tore while it was being inserted. The incision was enlarged to remove the lens and sutures were required. The nurse stated that it is unknown as to why the haptic tore. An msi-pf injector and an sfc-25 fp cartridge were used but the facility was unable to provide the lot number.